Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and that the battery cap turns, but does not secure to the pump. The pump has allegedly been losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no pump reboots. The pump battery compartment was observed to be cracked. No damage was observed to the battery cap. The battery cap secured properly to the pump, and a power loss did not occur. The pump case was removed and no evidence of moisture ingress or damage to the power circuit or battery flex was found.